Manufacturer narrative:
Device is a combination product. Implant date: (B)(6) 2019.

Event description:
It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2019, a 2.50 x 28mm synergy ii drug-eluting stent was implanted in a saphenous vein graft to the left anterior descending artery. The patient experienced angina and in (B)(6) 2020, and angiogram revealed that the calcified lesion had 90% in-stent restenosis. A 2.75x22mm non-bsc stent was used to treat the lesion. No patient complications were reported and patient status was fine.